Manufacturer narrative:
07062022 - the consumer did not provide their name or address information. Therefore we are unable to contact the consumer in order to request the product or if the consumer received a replacement.

Event description:
(B)(6) 2022 - the consumer claims the device smelled like mold. The consumer was recommended to use a cleaning solution but did not work. The consumer also used hot water and baking soda to clean. The consumer did not provide their name or mailing address. Therefore it's uncertain if the consumer receive a replacement device.